Event description:
The pt's mother reported that the catheter had broken and leaked medication into the pt. The catheter was replaced and moved to a different location. No pt symptoms were reported. The hcp reported that the pump was used to deliver lioresal. The pt experienced headaches and increased pain. In 2003, the catheter was replaced secondary to a cracked/broken connection site where the catheter meets the pump. It was also reported that in six months later, the pt's system was removed as the pt did not like how she felt with intrathecal baclofen. The pt's final outcome was reported as "no injury".